Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was having difficulty charging his ipg. The ipg was tilted sideways in the pocket causing the charging issues. The pocket was revised. The pt is reportedly doing well.